Event description:
During a laparoscopic assisted hysterectomy procedure, the instrument jammed. The jaws would not open after firing. The surgeon had to pry the jaws open. A like device was used to complete the procedure. No pt consequence.